Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on approximately (B)(6) 2025, the patient experienced hypoglycemia, no symptoms reported. The cgm reading was 18.6 mmol/l and the bg reading was 8.2 mmol/l. The reporter took a 2nd measurement, and the bg was 2.0 mmol/l while the cgm was 9.2 mmol/l. The reporter stated that after this 2nd measurement the patient¿s bg went below 1.0 mmol/l for approximately two hours. The patient was treated by the mother with a glucagon injection. After speaking with emergency services, the reporter was advised to take the patient for observation to the emergency room (ER). The patient¿s mother drove the patient to the emergency room. There was no documentation about the medical intervention provided at the ER. At the time of the report the patient was feeling well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c, d zone of the parkes error grid. The data investigation found a difference in values that falls within the e zone of the parkes error grid. No additional patient or event information is available.